Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, cardiac arrhythmia, hemolysis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and hypovolemia as potential late postimplant complications. Section 6 of the IFU (under "right heart failure") also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. Section 6 also provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A - patient information was not provided no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the patient was re-admitted to the hospital on (B)(6) 2025 for symptomatic fluid overload required IV diuresis. Of note, the patient's lactate dehydrogenase (ldh) levels were up trending. The patient had a right heart catheterization on (B)(6) 2025 where the pump's speed was decreased from 5000 rpm to 4800 rpm. Log files were submitted to tech services for review. Log file review appeared to capture a few pi events, routine power source changes, and the reported set speed change. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. It was also reported that the patient experienced stage iii congestive heart failure, recent ventricular tachycardia, and decompensated heart failure with reduced ejection fraction. Procedures performed on the patient include right heart catheterization, limited echo, and ramp study. Findings from the diagnostic procedures included closed aortic valve, mild mitral regurgitation (mr), and moderate plus tricuspid regurgitation (tr).